Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures. The customers blood glucose level was unknown at the time of incident. The customer stated that the insulin pump did not pass the self test. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.